Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had low blood glucose and had to call the paramedics; she was treated at home. The caller stated that her glucose level dropped to 28mg/dl, but she ate a banana, and her blood glucose went up to 110mg/dl. The customer mentioned that she felt and bumped her head. The caller also stated that while the glucose meter reads 153mg/dl, the sensor reads 247mg/dl. The customer stated that the infusion set was changed multiple times within few days, and only in one occasion the cannula was bent. No further information was provided.